Event description:
It was reported that the insulin pump buttons unresponsive. Customer stated the up and down buttons were not working. Customer's blood glucose was 120 mg/dl. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No unexpected numbers ramping or scrolling on their own noted. Insulin pump received with cracked battery tube threads reservoir tube lip, broken belt clip slot, minor scratches on display window and cracked reservoir tube.